Event description:
Caller reported a potential false positive troponin I (tni) result upon initial testing vs. Repeat results on same sample. A (B)(6) male came to the ed with chest pain. A sample was run giving positive results. When the sample was run again three times, the results were negative. No medication list. No records of EKG performed. Since patient had a history of cardiac events, he was sent to another hospital for cardiac consult. Patient diagnosis was not provided. The caller suspected poor sample handling on the initial run.

Manufacturer narrative:
Investigation pending.